Event description:
A malfunction alarm was reported, identified as "malf 12," and did not have any adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump; however, the issue persisted after the reset, leading to a decision to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy, confirmed their address for shipping, understood how to put the pump into storage mode, and agreed to return the faulty pump within ten days using a pre-paid label.